Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 due to diabetes keto acidosis and high blood glucose level along with infection. The blood glucose level was 443mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump had insulin pump error alarms. Customer was treated with intravenous insulin drip. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.